Event description:
(Pediatrics & emergency department) multiple failures: teflon rupture, difficulty inserting into the skin, no reflux, teflon breaks. Date of event was not provided, date of event in this report is the date the distributor in chile became aware. No additional information provided.